Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system did not create phacoemulsification to the handpiece prior to a surgical procedure. The tip was replaced and the handpiece re-prime/tuned successfully. There was no patient involvement.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and phaco handpiece, and was unable to replicate the reported event. The system was then tested and met all specifications. Unrelated to the reported event, the company service representative replaced a nonconforming backup battery during the previous preventive maintenance (pm) service request. The system was manufactured on october 21, 2015. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was manufactured on august 21, 2017. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).